Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("very bad pain") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section (history of 3 cesarean sections), menorrhagia, hemorrhagic cyst (hemorrhagic cyst of ovary), parity 3 (ob history: g6 p3 t0 p0 a2 l4), multi gravida, dysmenorrhea and pelvic pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removed via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.108 kg/sqm. [Pathology test] on (B)(6) 2022: uterus and fallopian tubes, resection: intramural leiomyoma. Submucosal adenomyoma. Proliferative phase endometrium. Cervix and fallopian tubes, without histologic abnormality the 7.8 x 0.8 cm purple-tan, fimbriated right fallopian tube is inked blue and sectioned, revealing a coiled wire at the proximal end. The 7.5 x 0.9 cm purple-tan, fimbriated left fallopian tube is sectioned to reveal a similar coiled wire. Concerning the injuries reported in this case, the following one/ones were reported via social media:pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("very bad pain") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain. The patient was treated with surgery (essure removed via hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were reported via social media:pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: report from lawyer. Essure was removed. The event pelvic pain was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("very bad pain") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of cesarean section (history of 3 cesarean sections), menorrhagia, hemorrhagic cyst (hemorrhagic cyst of ovary), parity 3 (ob history: g6 p3 t0 p0 a2 l4), multi gravida, dysmenorrhea and pelvic pain. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removed via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.108 kg/sqm. [Pathology test] on (B)(6) 2022: uterus and fallopian tubes, resection: intramural leiomyoma. Submucosal adenomyoma. Proliferative phase endometrium. Cervix and fallopian tubes, without histologic abnormality the 7.8 x 0.8 cm purple-tan, fimbriated right fallopian tube is inked blue and sectioned, revealing a coiled wire at the proximal end. The 7.5 x 0.9 cm purple-tan, fimbriated left fallopian tube is sectioned to reveal a similar coiled wire. Concerning the injuries reported in this case, the following one/ones were reported via social media:pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('very bad pain') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removed via hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.